Manufacturer narrative:
The incident sample was not returned for eval, therefore, an eval could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The report stated that during a radio frequency ablation procedure, water leaked from behind the grip of the needle electrode. Another needle electrode was opened and used. There was no pt injury.